Event description:
While using the devices heat pain analog visual scale (hpavs) test a patient was given the maximum stimulation jnd 25 which caused a 3rd degree burn the size of a dime on the dorsum of his left foot. The patient had been previously tested insensitive using other. Same device test.